Event description:
Pacemaker lead/battery malfunction: elderly white female who received a pacemaker originally for tachy-brady syndrome; she has had both over-sensing in her right atrial lead and right ventricular lead has chronically high pacing threshold and devices reached elective replacement indication.